Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm epic valve was selected for implant. During the procedure, after parachuting the valvue down into the annulus, and removing the valve from the holder, it was noted that there was a bent leaflet on the valve. The fold was noted on the free edge of the veil, near its junction with the pole. It was attributed that this was due to the calcification of the native valve. The valve was removed and another abbott valve was used to complete the procedure. The physician alleged that there was "hardening" on the abbott valve. The patient remained hemodynamically stable throughout the procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. On the same day, the patient passing away. The physician classifies this death as being related to the procedure and the patient¿s comorbidities. The implanter does not classify that the death is related to the function/performance of the implanted device.

Manufacturer narrative:
It was reported that after removing the holder when parachuting the epic mitral valve it was discovered that there was a fold in the epic mitral valve leaflet with calcification. The valve was replaced with another 31 mm epic valve. However, the patient expired on the same day. Also reported that the physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The physician classified patient death as being related to the procedure and the patient¿s comorbidities. The device was returned to abbott for investigation and no anomalies were found with the valve cusps. The valve was sent for pathological testing and the investigation found that there was a possible fold and incomplete coaptation at cusp 1. The inflow and outflow surfaces of all three cusps have scattered non-adherent fungal hyphae. There was no inflammation or significant calcifications present. The valve was sent for functional testing at the engineering test lab. Hydrodynamic examination indicated the valve met functional specification. A review of functional hydrodynamic testing of the returned valve was performed and showed normal valve function with normal symmetrical full opening of all three cusps and symmetrical coaptation with no evidence of a central gap. Based on the review of the video during hydrodynamic testing all three leaflets appeared normal and functioning normally despite the appearance of a fold on photography. During functional testing the fold was no longer present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. Based on the medical review performed at abbott, the exact cause of patient death cannot be determined from the information provided. The cause of the reported leaflet deformation and patient death could not be conclusively determined. However, it was reported that the patient death was related to the procedure and patient comorbidities. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm epic valve was selected for implant. During the procedure, after parachuting the valve down into the annulus, and removing the valve from the holder, it was noted that there was a bent leaflet on the valve. The fold was noted on the free edge of the veil, near its junction with the pole. It was attributed that this was due to the calcification of the native valve. The valve was removed and another abbott valve was used to complete the procedure. The physician alleged that there was "hardening" on the abbott valve. The patient remained hemodynamically stable throughout the procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. On the same day, the patient passing away. The physician classifies this death as being related to the procedure and the patient¿s comorbidities. The implanter does not classify that the death is related to the function/performance of the implanted device.